Event description:
It was reported that the patient experienced a syncopal episode. Monitor tracing revealed no pacing, pause for a few seconds. The implantable pulse generator (ipg) was interrogated and issue was not reproducible in clinic. The ipg was explanted and replaced. No patient complications have been reported as a result of this event.